Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not fully power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board sn (B)(4). The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.